Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the reported customer's problem was not able to be confirmed, the pump's downstream occlusion sensor was tested and was found to be operating properly and activating within specification. Inspection of the pump's event log found few "high pressure" messages that were previously displayed. The pump passed all tests and was found to be operating properly. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed a high pressure alarm. There was no reported injury to the patient.